Event description:
Customer believes troponin I (tni ) results on triage cardiac panel to be discrepant compared to results from hospital axsym. False positive tni of 0.25 on triage as compared with an axsym tni of "0.0" on a 2nd sample drawn 3 hours later. Patient presented with chest pain. Cardiac markers were ordered. Based on elevated tni and ckmb patient was sent to the hospital. Two draws were done and tni was not detected on either draw. No further information on possible treatment is available. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Complaint investigation pending.